Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and appearing as blisters. The wife reported the patient had a history of skin irritations and was unsure if the patient had any allergies to metals. It was reported the patient was diabetic. There was no alleged device malfunction contributing to the irritation. The patient tried using benadryl lotion, however the irritation improved with the prescription of medication intristo cream provided by the doctor. Supplemental report 8/31/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and appearing as blisters. The wife reported the patient had a history of skin irritations and was unsure if the patient had any allergies to metals. It was reported the patient was diabetic. There was no alleged device malfunction contributing to the irritation. The patient tried using benadryl lotion, however the irritation improved with the prescription of medication intristo cream provided by the doctor.